Event description:
It was reported to co that the occlusion balloon deflated unexpectedly during the procedure. The device was prepped per the IFU and inserted into the pt for placement in a 3.5mm vessel for aspiration of 100% stenosis in the proximal and mid-lad. The occlusion balloon was then inflated, using 3:1 contrast, up to 5.5mm when the balloon deflated. There was no adverse effect to the pt, who was reported to be in "normal" condition following the procedure.